Manufacturer narrative:
The technician tightened the set screw controlling the brake to resolve the issue.

Event description:
The consumer alleged the brake caster would not hold in brake position. No patient impact.